Event description:
It was reported that the procedure was performed to treat a mildly calcified and moderately tortuous lesion in the left anterior descending (lad) artery. After pre-dilatation was performed using a 2.50x12mm unknown balloon catheter, a 3.0x48mm xience xpedition drug-eluting stent (des) was successfully deployed. Following the deployment of a des, post dilation was performed using a 3x12mm unknown balloon catheter; however, a distal edge vessel dissection was noted. The dissected vessel was covered with a 3.0x18 mm xience sierra des completing the procedure. There were no adverse patient sequala nor clinical delay reported. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. The reported patient effect of dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design, or labeling; therefore, no product-related corrective action will be implemented in this case.